Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts to obtain additional information have been made, but no new information has been received to date. If the device is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Immediately post implant this annuloplasty band in the tricuspid position, this band was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.